Manufacturer narrative:
E1: initial reporter phone #: (B)(6). E1: initial reporter facility name: (B)(6) hospital. G5: additional PMA / 510(k)#: bk050036. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® sst¿, three (3) tubes were cracked during use. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 10-oct-2025. Investigation summary bd received three samples and six photos for investigation. The three returned samples were visually inspected for damages, and all failed inspection. The photos displayed several tubes with cracks and scratches near the top. Additionally, 30 retained samples were visually inspected for damages, and none failed inspection. Furthermore, 10 retained samples underwent a functional test for brittleness, and none failed inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: broken-before use and cracked product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® sst¿, three (3) tubes were cracked during use. No adverse impact was reported regarding the patient or user.